Event description:
It was reported that the sleeve would not release the implant. No patient complications were reported.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Manual evaluation of the green bushing did identify looseness, but was unable to remove or unseat bushing from assembly. Functional examination with sample implant, holder and handle was able to securely tighten and retain implant as well as loosen and remove implant. Unable to replicate customer concern. After visual, manual and functional evaluation, the instrument appears to be capable of functioning as intended.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.